Event description:
This event was captured based on literature review. It was reported that the patient had a medical history of previous anterior myocardial infarction, hypertension and hyperlipidemia. In (B)(6) 2009, angiography revealed a 70% ostial lesion in the left circumflex (lcx). The patient had a 3.0 x 12 mm vision stent implanted in the lcx lesion. In (B)(6) 2010, the patient returned with angina. Angiography revealed severe in-stent restenosis. Treatment was performed by implanting a non-abbott bare metal stent. Final angiographic result was satisfactory. In (B)(6) 2011, the patient presented to the hospital with angina. Angiography revealed diffuse lcx in-stent restenosis with severe left main and left anterior descending artery (lad) involvement. Treatment was performed using the mini-crush technique with a non-abbott drug-eluting stent and an unspecified balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported stenosis and angina are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.